Manufacturer narrative:
Initial reporter city and zip code: (B)(6). (B)(4). A deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual inspection of the returned device found that the stent wire was broken. The outer diameter of the stent was measured to be within specifications. No other issues with the stent was noted. The damage noted may have been a result of an excessive force applied to the device during use. The investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated during the procedure, and/ or the torturous anatomy of the patient, limited the performance of the device and contributed to the broken stent wire. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted to treat a malignant stenosis in the left main bronchus during a fibrobronchoscopy stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, when the stent entered the left main bronchus, the delivery shaft was kinked and the stent could not be deployed. The stent was fully covered by the deployment suture when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the stent wire was broken /damaged.